Manufacturer narrative:
(B)(4). The sample was not requested as this was a use error. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The root cause was undetermined; however the patient reconnected the same supply. The labeling review found that in the homechoice apd systems patient at-home guide, patients are instructed "do not replace empty solution bags or reconnect disconnected solution bags during therapy." The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc). The hp stated that he shut the hc down for about an hour; then restarted it using the same supplies. The technical service representative (tsr) explained that the set up was compromised and advised the hp to call the nurse after the call is completed. No patient injury or medical intervention was indicated at the time of the initial report. A follow up call was made to the hp's nurse who stated that the hp had not had any injury or medical intervention.